Event description:
It was reported that the user received an occlusion alert with a reported blood glucose of 400 mg/dl while using an inset infusion set with the ilet and resolved the alert only after changing all infusion supplies, after which blood glucose began to trend down from an elevated level referenced in a related case. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a delay to therapy while the user addressed the occlusion without hospitalization. Investigation of this case revealed an obstruction of insulin flow associated with the infusion set pathway, with the connector or coupler implicated, consistent with a deformation-type problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.